Event description:
Light fell from the wall. No injuries were reported.

Manufacturer narrative:
The device was not returned to midmark. The device was evaluated by an authorized svc tech. The svc tech believes the device was improperly installed which led to the device falling.